Event description:
Patient presented to the physician with persistent pain at the ipg pocket since the implant procedure. Physician brought the patient into the operating room, placed the ipg in a tyrx pouch, securely re-sutured the ipg, and closed.